Manufacturer narrative:
To resolve the reported problem, the user facility replaced the lamp. As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that the light source clicked on then immediately shut off. The problem, as reported to olympus, was found on preparation for use. The intended procedure was a colonoscopy and was completed without delay using the same device. There was no patient injury or harm that occurred due to the problem.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, more than 5.5 years have passed since the device was manufactured. It is likely the lamp has extended past its useful life.